Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a ring shape in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that glue cracks around the objective lens caused the reportable issue found during the device evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.